Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Hand assisted laparoscopic hemicolectomy - "during the procedure the doctor felt something hard in the abdominal cavity. He looked around and found a clear piece of plastic which turned out to be the instrument seal from the trocar. The trocar in question was placed in the upper left quadrent of the abdomen during the procedure. The doctor was able to remove the piece of plastic from the abdomen. Laparoscopic graspers and a cotton swab were the only instruments inserted into the trocar." "The entire seal came out." Patient status - "the patient is fine, there was no complications with them from this incident." Type of intervention - "the doctor was able to remove the piece of plastic from the abdomen."

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the shield, a clear internal component of the seal, had been dislodged and was damaged. Fragmentation was also observed on the septum, an internal rubber component of the seal. The likely root cause of the dislodged shield and damage to the seal components is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.